Manufacturer narrative:
Device was not returned for root cause analysis. Complaint for the failure mode "a0392 - priming difficulty." Could not be confirmed. In photo provided by the customer, it is not possible to see the defect. Without the return of the samples, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump will not prime. Per reporter, the nurse tried several sets, and an engineer was called in to examine the pump that was not priming correctly. Despite trying multiple new cassettes, the unit continued to display an occlusion alarm. It was noted that the set might differ slightly from the previous lot number. He tested the unit with his own test set, which worked correctly, indicating that the issue might be related to the current lot number being used. The event occurred during post procedure. There was no patient involvement.